Event description:
It was reported that, the device was used during an unknown procedure, after 10 minutes received error code, broken teflon pad out. New device used to complete the case. No patient consequence.